Event description:
It was reported that the sys 9800 displayed an error message instructing the operator to power down and reboot the sys. There was no adverse pt involvement reported. No pt info was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure was verified and the x-ray controller circuit board was found to be defective. The board was replaced and the software loaded. The sys was tested and found to be working as intended and placed back into svc.